Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that on friday they had a c spine MRI, a 1.5 tesla was used. They said when they turned stimulation back on they were able to feel it at a lower number. They said they had been having urinary and fecal incontinence. They were not able to comfortably increase stimulation any higher. They said they had not tried changing programs, during the call they connected and they were on program 3, they said they used to be on program 2 and that the device somehow switched to program 3. They were able to change to program 2 on the call and increase to a comfortable level. They said that prior to friday they were getting 100% symptom relief.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va244q2, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated having x-rays done on the pelvic. The patient said that the electrodes moved during the MRI procedure. No further complications were reported.